Event description:
Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 26881b, reader sn (B)(4). A cue test performed on (B)(6) 2022 provided a negative result. Customer reported receiving negative and positive results with alternate covid-19 tests, however, brand, test dates and any other additional information regarding alternate testing was not provided. Customer experienced symptoms.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Investigation conclusion; the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.